Event description:
Additional information received indicated the patient was stable and recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33012. It was reported the patient experienced a life threatening brain bleed following an implant procedure on (B)(6) 2020. Reportedly, one of the existing leads was explanted on an unknown date. No additional information is known at this time. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.